Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. The helix extends and retracts within product specification. Blood was noted in/on the helix mechanism.

Event description:
It was reported that the helix would not extend and retract properly. No tissue was observed in the helix. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event.